Event description:
It was reported that the navlock, universal tracker adaptor for instruments from 2 to 7mm fell apart during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the navlock, universal tracker adaptor for instruments from 2 to 7mm fell apart during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.